Manufacturer narrative:
Product is not returned to manufacturer.

Event description:
The dental lab tech reported that abutment screw fractured.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).